Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled and the pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit did not respond. The pcb was good. The unit¿s motor¿s brushes were removed and reinserted and the motor attempted to run. The complaint was confirmed and the root cause has been determined to be a defective motor. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that during arcr procedure, after 1 hour from the start, there was not a response to lock in when pushing footswitch. The device could not fix the arm. Another doctor fixed the patient's arm and the operation was completed. When the user checked the device after the procedure, there was no motor sound at startup. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.